Event description:
It was reported that the right ventricular lead exhibited oversensed noise which was read by the device as a high ventricular-rate episode. No programming changes were made. The patient was stable.